Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was no longer operational and that the battery is already dead. The icm remains in use. No patient complications have been reported as a result of this event.